Manufacturer narrative:
The information that provided in section b5 date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the event date was (B)(6) 2019 for low blood glucose level and audio anomaly issue occurred at (B)(6) 2019 and there was no low blood glucose level as per insulin pump memory.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose was 150 mg/dl. The device was no longer alarming for low glucose alerts. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.